Event description:
The following tests back to back on the same device: 59mg/dl and 233mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.